Event description:
It was now reported that the patient underwent revision surgery due to elevated metal ion levels, fluid collection and pain.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: - the patient did have the revision. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00512-1. 0009613350-2019-00514-1.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: revision report: postoperative diagnosis: failed right total hip arthroplasty due to acetabular component lack of ingrowth and osteolysis with elevated on ion levels (B)(6) 2019 - revision operative report. Surgeon and hospital name: revision surgery was performed by (B)(6) at (B)(6) medical center. New information does not change the investigation-results of this incident, an additional report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Additional information received on 21 june 2021: revision report: postoperative diagnosis: failed right total hip arthroplasty due to acetabular component lack of ingrowth and osteolysis with elevated on ion levels (B)(6) 2019 - revision operative report. Surgeon and hospital name: revision surgery was performed by (B)(6) at (B)(6) medical center.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient underwent right total hip arthroplasty (B)(6) 2010 and subsequently is experiencing elevated cobalt and chromium levels, fluid and pain. Medical report of (B)(6) 2019 showed that the level of cobalt 10.3, chromium 4.9 and titanium normal. Patient was revised on (B)(6) 2019. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Medical data: all surgical reports, consultation notes and x-rays were reviewed and summarized by an hcp. From a medical point of view, after implantation of the noncemented hip arthroplasty on the right side on (B)(6) 2010 due to an avascular necrosis, the implant components are assessed radiologically on 11.0.2011 and 08.02.2011 as well-positioned and well-aligned. An uncemented mmc 60 mm was implanted with 45 degrees lateral opening and 20 degrees real anteversion, the femoral stem size 9 in 15 degrees femoral anteversion. An excellent immediate press-fit stability is described for both components. Contrary to the documentation, the available x-ray images show a rather flat cup position with about 36 degrees measured by hand. In a manual measurement is to be expected with an error tolerance of up to 5 degrees nearly three months after implantation on (B)(6) 2011 the patient developed increasing symptoms on the left side after picking up the 40-pound daughter. The x-rays are judged to be fine looking. Compared to the comparable previous x-ray from (B)(6) 2011 two almost circular brightening zones antero-lateral in the area of the greater trochanter can be identified. Mild thigh pain early postoperatively was also reported in the context of a further clinical follow-up at the beginning of (B)(6) 2019. Three months later in july the surgeon mentioned an excellent motion, the hip is occasionally symptomatic. An x-ray follow-up is not performed at this time. The radiological follow-up on (B)(6) 2011 shows that the position of the implant components has not changed. Compared to the previous follow-up from (B)(6) 2011 in the second view also an almost circular brightening zone in the area of the lesser trochanter postero-medial can be seen. Additionally near to the implant antero-lateral at the stem shoulder a conspicuous small radiolucent area can be identified. Nine days later the patient reports an intermittent tolerable but present discomfort, both tip of stem and occasional groin. Although dr. Hartzband judged the radiological situation on the day of the examination to be great, he wants to initiate an MRI, a bone scan due to stem issue and examination of the cobalt / chrome level. The present laboratory report from (B)(6) 2011 shows a cobalt value of cobalt 4.7 g/l. The corresponding normal values on the report are given between 0.0 g/l and 0.9 g/l. No medical findings or reports are at hand for the next 7.5 years. The follow-up check of the metal ion values at the beginning of (B)(6) 2019 shows an increased value for cobalt of 10.3 g/l and chromium 4.9 g/l. The check-up on (B)(6) shows a value for cobalt of 9.6 g/l (compare our copy of the report laboratory from (B)(6)). At another clinical follow-up check in early (B)(6) 2019, the patient reported minor thigh pain early postoperatively. A week later, reports dr. (B)(6) that the patient is doing well without complaints of discomfort, limitation, fevers, chills, change of weight, strength or color. The patient is pleasant and fit, well-preserved pain-free motion at both hips with no clicks, smaps or pops and equal led lengths. Radiologically there were no obvious wear, lysis or loosening. The components are well-positioned. The present radiological follow-up from (B)(6) 2019 shows indications of an osteolysis at the level of the middle third of the stem. The available MRI-report describes a region of osteolysis measuring 3.6 x 2.3 x 2.9 cm in the superior acetabulum zones 1/2 and a zone of osteolysis in zone 1 measuring 4.1 x 2.5 x 0.6 cm in the proximal anterior femur. On (B)(6) 2019, almost 9 years after the primary implantation, the revision surgery was performed due to lack of ingrowth of the acetabular component and osteolysis. However, preoperatively there are no evidence for a lack of ingrowth of the acetabular component taking into account the medical files at hand. Intraoperatively the surgeon describes an evacuation a large amount of cloudy fluid after incision of the capsule, foci of metal-stained synovium, significant metallosis and staining at the trunnion taper, lysis lateral and anterior femoral as identified preoperatively, significant peripheral acetabular osteolysis, no evidence whatsoever of bone growth in the area of the cup and a small acetabular anterior bone defect with metal debris. A synovectomy was performed, the taper was debrided and felt to be adequate for maintaining the femoral component in situ. The femoral lysis and the acetabular bone defect were debrided. Conclusion from the medical data summarized by an hcp: noticeable bone changes near the implant in the sense of osteolytic changes in the area of the great trochanter can be seen radiologically just 4 months after implantation on (B)(6) 2011. At this point, the patient also reported trochanteric pain and anterior thigh pain. 5 months later in (B)(6) 2011, these osteolytically suspicious bony changes can be seen not only in the area of the greater trochanter, but also in the area of the lesser trochanter. At this point of time, the patient is able to work again in a very, very difficult job. He reports about intermittent discomfort and occasional groin pain. Contemporaneous the cobalt values of 4.7 g/l are measured outside the laboratory-defined reference range. No medical findings or reports are at hand for the next 7.5 years. Almost eight years post implantation in (B)(6) 2019 after the first laboratory analysis metal ion values for cobalt of 9.6 g/l and 10.3 g/l are measured, the value for chromium is slightly increased. At this point in time, according to the surgeon, no complaints of discomfort with well-preserved pain-free motion at both hips. While the surgeon himself mentioned at this point that there was no evidence of wear, lysis or loosening, the relevant x-rays from (B)(6) 2019 clearly show bony changes in the sense of a larger femoral osteolytic changes in gruen-zone 8/9 and 13/14. In the area of the acetabulum no conspicuous bony changes in the sense of osteolysis in zone 1/2 can be assessed with certainty. On the same day, an MRI diagnosis was performed with an assessment of periprosthetic osteolysis around the femoral component (zone 1) and moderate sized around the acetabular component (zones 1/2). Intraoperatively as part of the subsequent revision surgery on (B)(6) 2019, confirmation of femoral lateral and anterior osteolysis, evidence of significant peripheral acetabular osteolysis and an anterior bone defect with metal debris. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR / ncr review: review of the device history records identified no deviations or anomalies during manufacturing. Review of the device history records identified the following deviations and/or anomalies: 2 pieces were scrapped: 1 piece due to scratches on the radius & 1 piece due to dimensional deviation. The ncr and DHR review showed that all released products met the specifications valid at the time of production. Conclusion: it was reported that patient underwent right total hip arthroplasty (B)(6) 2010 and subsequently is experiencing elevated cobalt and chromium levels, fluid and pain. Medical report of (B)(6) 2019 showed that the level of cobalt 10.3, chromium 4.9 and titanium normal. Patient was revised on (B)(6) 2019. The review of the received medical data revealed osteolytic changes in the area of the great trochanter 4 months after implantation. At this point, the patient also reported trochanteric pain and anterior thigh pain. 5 months later in (B)(6) 2011, these osteolytically suspicious bony changes can be seen not only in the area of the greater trochanter, but also in the area of the lesser trochanter. Patient reports about intermittent discomfort and occasional groin pain. Contemporaneous the cobalt values of 4.7 g/l are measured outside the laboratory-defined reference range. Almost eight years post implantation metal ion values for cobalt of 9.6 g/l and 10.3 g/l are measured, the value for chromium is slightly increased. At this point in time, according to the surgeon, no complaints of discomfort with well-preserved pain-free motion at both hips. The surgeon himself mentioned at this point that there was no evidence of wear, lysis or loosening. However, the relevant x-rays from (B)(6) 2019 clearly show bony changes in the sense of a larger femoral osteolytic changes. Further, an MRI diagnosis showed periprosthetic osteolysis around the femoral component and moderate sized around the acetabular component. During the revision surgery on (B)(6) 2019, lateral and anterior osteolysis in the femur, evidence of significant peripheral acetabular osteolysis and an anterior bone defect with metal debris was confirmed. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that patient underwent right total hip arthroplasty (B)(6) 2010 and subsequently is experiencing elevated cobalt and chromium levels, fluid and pain. Medical report of (B)(6) 2019 showed that the level of cobalt 10.3, chromium 4.9 and titanium normal. Patient was revised on (B)(6) 2019. Review of received data: - medical data: all surgical reports, consultation notes and x-rays were reviewed and summarized by an hcp. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR / ncr review: review of the device history records identified no deviations or anomalies during manufacturing for ref#: 01.00181.520, lot#:2384394 & ref#: 01.00185.146, lot#:2433312. Review of the device history records for ref#: 01.00634.060, lot#:2528729 identified the following deviations and/or anomalies: 2 pieces were scrapped: 1 piece due to scratches on the radius & 1 piece due to dimensional deviation. The ncr and DHR review showed that all released products met the specifications valid at the time of production. Conclusion: it was reported that patient underwent right total hip arthroplasty (B)(6) 2010 and subsequently is experiencing elevated cobalt and chromium levels, fluid and pain. Medical report of (B)(6) 2019 showed that the level of cobalt 10.3, chromium 4.9 and titanium normal. Patient was revised on (B)(6) 2019. In the (B)(6) 2019 chart note by dr. (B)(6) documents that the patient had some minor thigh pain early postoperatively. About ten months after implantation on (B)(6), 2011 intermittent discomfort is reported. On the basis of the available x-rays, complaints or symptoms cannot be explained radiologically at this point in time. The metal ion values for cobalt of 4.7 g/l measured for the first time 10 months after primary implantation are to be classified as elevated (compared to the corresponding normal values given on the report) . At this point the patient reports only about intermittent tolerable but present discomfort, both tip of stem and occasional groin. Radiologically at this point in time there was no reliable evidence of significant osteolysis. More than seven years later, increasing metal ion values for cobalt of 9.6 g/l and 10.3 g/l are measured. The value for chromium is slightly increased. Nine years after primary implantation, magnetic resonance imaging (MRI) diagnoses femoral osteolysis in zone 1 and in the area of the acetabulum in zone 1/2. Radiologically in the last available x-ray documentation femoral osteolysis in the ap view cannot be seen, but indications of a larger osteolytic zone in the second view . Conspicuous bony changes in the area of the acetabulum in the sense of osteolysis cannot be clearly assessed radiologically. However, if and to what extend the measured metal ion values are correlated to the reported symptoms remains unknown. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00512-2, 0009613350-2019-00514-2.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 52, code r, taper 18/20; catalog no#: 01.00181.52 ; lot#: 2384394. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; catalog no#: 01.00185.146; lot#: 2433312. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset; catalog no#: 00-7711-009-20; lot#: 60580626. Concomitant medical products - therapy date: unknown. The manufacturer received x-rays and other source of documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and planned for revision surgery due to elevated metal ion levels, fluid collection and pain.